Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing deviated from instructions for use from the obtained information. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system [inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. No air and water was fed due to clogging of the nozzle. In addition to the foreign object found in the nozzle due to insufficient cleaning, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was cracked; the suction cylinder was shaved; the control unit was discolored; and the electrical connector was also discolored due to water leakage. Lastly, there were scratches on the following parts: the image guide protector, the scope connector cover unit, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, the plastic distal end cover, the switch box, the suction connector, the universal cord, the grip, the control unit, the scope cover, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer believed the foreign material could be blood and tissue remnants. There was no delay in the start of the precleaning but there were undescribed abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer did not immerse the endoscope in the detergent solution, but they flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that the colonovideoscope could not supply air and water. The issue occurred at the time of water supply/suction during a therapeutic large intestine endoscopic submucosal dissection. The procedure was completed with a similar device and there was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.